Manufacturer narrative:
Photo evaluation summary: two photos were received from the account. One photo captured the distal section of the device with a gap visible between the taper tip and the graft cover tip. The other photo confirmed the device details as reported by the account. The cause of the deployment/expansion difficulties could not be determined from the photos. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 144mm aortic thoracic dissection. It was reported that during the index procedure, after the stent had reached the target area it failed to be deployed even after several attempts. This device was removed and another mdt stent was implanted successfully. It was noted that the device was delivered in accordance with standard procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.